Manufacturer narrative:
The device was not received for investigation. However, the photo and video provided confirmed the report. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity (see specifications). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the pruitt f3 carotid shunt blue balloon ruptured during testing for a carotid endarterectomy procedure. The device was not directly used on the patient. No injury was reported to the patient.